Event description:
Additional information was received from the patient stating the hcp and the representative couldn't figure out the heat that was popping out of the patient's implant. Caller mentioned previously reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports the cause was unknown, they feel the battery pack is causing the heat, speculating it was possibly damaged when the surgery had to be done again, to install it properly [agent understood previously mentioned lead replacement surgery]. Pt reports lowering their stimulation and turning off stimulation to troubleshoot the issue. Pt reports "the stimulation is not as bad when the stimulation is off, but the spinal cord stimulator is useless". Pt reports the issue is not resolved and their next scheduled appointment with their managing physician is 3 months out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported ever since lead revision in june patient has been having burning sensations at back, in spine area when laying down. Skin is not red, doesn't look irritated but patient feels it internally. Caller checked system and impedances are from 730s to 940s. Caller reported pw 200 and rate 125 on one and other rate was 32 so she dropped rate down as well and dropped both pws, changed to cycling on 1 min off 2 min and decreased stim. Patient could sometimes still feel burning even when stim was off. Caller was going to make sure that patient's son knows how to make adjustments to the therapy try these changes. No known falls or accidents. Additional information was received from a manufacturer representative (rep) stating the patient reported burning/heating up in the spinal area when she had the device on and sitting in a recliner or laying flat in bed. Patient called back to answer questions from a letter; patient reported they don't know that, the doctor hadn't figured it out and had to re-do the surgery. They don't know a thing about that because nobody knows. Patient reported nothing basically, nobody knows what to do. Caller stated they already submitted an even detailed explanation on the letter couple of weeks ago. Caller mentioned the leads was 'installed improperly' so they took it out and didn't replace the battery, ever since then that's when the 'heats poppin out'. Caller said the patient goes to 'freezing to burning up' and the last time when they were with their rep, they were told to turn it off until they can figure something else out and they are schedule to go back for 3 months. Caller also mentioned the patient got to the point where they wanted it to be removed. Caller stated when the patient was on trial the patient 'was a different person, it was amazing' and it didn't do the 'heat thing'. Caller stated the lead was not transferred what they are supposed to every area.